Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer also requested assistance in setting up a temporary basal. The customer stated being under stress. Offered to troubleshoot the insulin pump, but the customer declined. No further information was provided.